Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) discovered the unit went into a constant alarm upon shuttling down. The fse restarted the unit successfully without incident. The fse identified 5 instances of tec#139 in the diagnostic logs but none of the errors recent. The fse confirmed that none of the boards or connections were loose internally. To resolve the issue, the fse replaced the power management board and completed a full pm. All tests passed to factory specifications. The unit was left running in biomed for a day and continued to run without any issues. The unit was returned to the customer and released for clinical use. The initial reporter named is a getinge employee whose contact details which differs from that of the event site. The poc at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance performed by a getinge service territory manager that the c iabp shutdown while pumping (internal trigger), it was running on a single fully charged battery. However there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing dept. Received parts with a reported unit failure of the unit shutting down while pumping. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the parts into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) revision d and the cardiosave service manual part number 0070-00-0639 revision r. After three hours of run time, the fat could not replicate the failure experienced by the customer. The unit did not shut down while pumping. The board passed testing. The board will not be going to the supplier ,as the supplier is unable to test the board, and has rejected it. Retaining the board in the fat per procedure number (B)(4) rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.